Event description:
The customer reported that the interconnect cable doesn't seat in when plugged in.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.